Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
The anesthesia team reported that the tubing is disconnecting where the 4 way stopcock attaches to the rest of the set while connected to a patient and fluid (saline, versed, fentanyl) is spilling out. There was no harm.